Event description:
It was reported that the patient was involved in a car accident which caused their implantable neurostimulator (ins) to move from its implanted position. This caused the patient pain and discomfort at the ins pocket site and they desired to have the device explanted. No diagnostic testing or troubleshooting was performed for the issue. The patient¿s healthcare professional (hcp) was to contact them to make arrangements for the removal of the device. The patient status at the time of report was noted as ¿alive ¿ no injury¿. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).